Event description:
It was reported that the hcp was unable to take impedance measurements as the last impedance acquisition at post-op testing gave the patient seizures. Normal therapy did not give the patient seizures. It was noted that the patient received dbs therapy to attempt to treat pain with the leads placed in the motor cortex. During initial mapping / testing, a seizure was induced during impedance testing and / or threshold testing with amplitudes as high as 9.0v. The patient's normal programming was at 6.0v. The patient only had one seizure during her initial threshold testing. No seizures had occurred since then at normal therapeutic levels.

Manufacturer narrative:
(B)(4). Lead: model 3986a, lot# n122736, implanted: 2007 (B)(6), explanted: na; extension: model 7482a51, serial# (B)(4), implanted: 2007 (B)(6), explanted: na; adaptor: model 64001, lot# n259664, implanted: 2011 (B)(6), explanted: na; programmer: model 37642, serial# (B)(4); recharger: model 37651, serial# (B)(4),